Event description:
It was reported that the video system center had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
During technical support by the technical assistance center the customer stated that there was no image on the cv-190. The customer was instructed to look at that maj-1933 cable to make sure it was attached properly, and the customer was able to quickly identify the cable and confirm that the one side of the cable was in fact disconnected. The customer reconnected the cable and the endoscopy image reappeared. The issue was with the maj-1933 cable being disconnected. Reconnecting the cable resolved the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is presumed that the phenomenon was caused due to digital light source cable being disconnected. Olympus will continue to monitor field performance for this device.